Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubble detector sensor. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report of a bubble sensor not working after a procedure. Reportedly the issue is intermittent. No further detail is available. There was no report of patient injury.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the bubble sensor was giving false alarm intermittently and received information that this event is a duplicate of another case and will be voided. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm may result in serious injury. Moreover, as per device instruction for use, the bubble sensor function is required to be checked before each operation, to prevent failures from occurring during a procedure. Therefore, the reported issue is assessed as not reportable.

Event description:
See initial report.